Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection of the nail was not possible because it was re-implanted during the revision surgery. The provided x-rays confirmed the reported event; the nail was implanted wrongly 180° rotated; the proximal herzog bend of the nail was placed towards posterior. A functional check with samples revealed that it is possible to attach the nail to the nail adapter 180° rotated but the sample drill did not pass the most proximal nail hole. To prevent a wrongly nail attachment and resulting wrong implantation the nail adapter is laser-marked with the correct nail position; furthermore the operative technique includes several pictures that describe the correct nail attachment and nail insertion into the tibia bone (proximal herzog bend is placed towards anterior). It was also reported that the same nail was re-implanted; the nail is marked as single use device on its label, the nail is not intended to be used several times. The IFU and operative technique includes several comments / warnings that the device is a single use device, that single use devises shall not be re-implanted, the correct nail attachment to the target device, that all nail holes shall be tested prior to the surgery and how the nail shall be implanted correctly. The case is attributed to a user error (180° rotated nail attachment) and off-label usage (re-usage of single use implant). No non-conformity was detected.

Event description:
On (B)(6) 2015 t2 tibial nail surgery was performed. After that it was found that the nail is inserted posterior to anterior (in reverse direction). The revision surgery is planned on (B)(6) 2015.